Event description:
A customer reported experiencing frequent occlusion alarms. The occlusions continued resulting in the customer's blood glucose level displaying as "high," a specific value was not provided. To address the high blood glucose levels, the customer administered a correction injection. The customer changed the infusion set and cartridge and resumed insulin delivery. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer to resolve the issues.